Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to the set with difficulty noted. Sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.

Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a transfer set. The doctor stated that a no flow was found after the transfer set was connected to the patient. The doctor mentioned that the cause of this no flow was due to the connection being too tight. The connection of the transfer set to the titanium adapter was loosened and use of the transfer set continued for 30 days. There were no further problems found with the set during use. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.